Event description:
A female child had a cochlear implant approximately 6 years ago. Probably the device malfunctioned/failed as noted on recent audiology exams. During or removal of failed device, the implanted electrode was found to be fixed within the depths of the cochlea and could not be extracted. Device tore apart at the grasped site, leaving the main part of the implant electrode in the cochlea and it could not be removed. Further surgery is required.